Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer(cancer tumor on left kidney). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The adverse event/product problem field, health impact grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated/corrected in this report. In this report, box b, d, h has been updated/corrected.